Event description:
The customer used the device to check their blood glucose and tested high. They dosed insulin and passed out. Emergency medical technician were called and when they arrived they treated pt with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.